Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device external features of the returned cutter were visually inspected and observed that the tip of the cutter was broken. The cutter was examined using 28x magnification. The angle indicates that there was excessive force applied. The root cause was due to excessive lateral or side to side force. Therefore, the reported condition was confirmed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the cutter device was broken. This was observed while twisting the axis when a hole was opened on the bone flap. It was unknown if there were any delays to the surgical procedure. A spare device was used to complete the procedure. There were no broken parts in the patient's body. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.